Event description:
It was reported that during a coolseal reveal procedure on (B)(6) 2026, the device could not seal effectively during a thyroidectomy and bleeding was observed. A bipolar device had to be used to stop the bleeding while a new device was being opened. No additional injuries were reported.

Manufacturer narrative:
H6. Appropriate component term/code not available : suggested code : electrosurgical cutter and sealer. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.